Event description:
It was reported that before the patient underwent the surgery with g3 nail, the surgeon confirmed x-ray and found that the fracture part was bone non-union. Therefore, the patient underwent the revision surgery by omega chs on (B)(6) 2015. When the surgeon extracted the implant, he found that the nail was broken.

Manufacturer narrative:
A review of the DHR could not be carried out due to missing lot code information. An investigation was not possible due to missing product and due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. The file will be closed formally and can be reopened when substantive information or the item(s) become available.

Event description:
It was reported that before the patient underwent the surgery with g3 nail, the surgeon confirmed x-ray and found that the fracture part was bone non-union. Therefore, the patient underwent the revision surgery by omega chs on (B)(6) 2015. When the surgeon extracted the implant, he found that the nail was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product discarded.